Event description:
Event description guidant received information that there was a shocking impedance measurement of 106 ohms recorded for this lead on sept. 29, 2004. The patient reports that he felt something in his chest around his heart area. All subsequent impedance measurements have been normal, and all pacing and sensing measurements are good.